Event description:
The customer reported the video system center lamp is not working. In addition, the switch on the lamp button front panel is blinking. The event occurred during routine inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty power supply unit. In addition, all the light-emitting diode on the front panel were blinking when the lamp switch was pressed. Furthermore, an e105 error due to faulty power supply unit, loose receptacle, intermittent flickering, faulty cm board, dust inside the device, tubing between pump and s-socket dirt, and front panel/cm board deformation were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it determined that the cause of the phenomenon was a defective lighting of the lamp, blinking of the front panel leds, and an error code e105 due to a failure of the power supply unit. No further information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.